Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing, but failed functional testing for rite heater bag temperature. The cause of the failure could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the fluid temperature delivery verification test.&#911; additional information is available.